Event description:
The customer reported being hospitalized due to low blood glucose of 59 mg/dl. The customer was experiencing unexplained low glucose for several hours. The customer stated that the piston on the insulin pump did not sit correctly, causing to push the insulin out while she was connected. The customer's recent glucose reading was 108 mg/dl, and she has treated with food. Troubleshooting was performed. Ran the displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.